Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guide wire and introducer sheath selection. In this case, it was noted that the anatomy was slightly calcified with mild tortuosity and some resistance was noted while advancing the dcs up the descending aorta. Advancement difficulties do not typically indicate a device issue. Delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule thus confirming the reported event. Cine images were returned for review and confirmed there were two valve load checks which confirmed the good loads as seen on the fluoroscopy. The imaging provided confirms that a capsule separation was seen on the first valve system and the system was retrieved from the body and a second system was loaded using a new dcs. The imaging did not confirm the tortuosity and resistance that may have occurred during the implant. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in anatomy that was slightly calcified with mild tortuosity, resistance was noted while introducing the delivery catheter system (dcs) in the arteries. Resistance was also encountered when advancing up the descending aorta. When the valve was opening for deployment, a tear in the capsule of the dcs was visible. It was reported that the capsule had separated into two pieces and the valve could not be released. Using the handle, the capsule was closed completely and the dcs and valve were withdrawn from the patient. Subsequently, a second dcs and a new valve were used for implant. No adverse patient effects were reported. It was noted that loading of the first valve and dcs was performed by an inexperienced hospital staff nurse under the supervision of an experienced medtronic representative with no misload identified.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, delamination marks were observed along the length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The device was received with the capsule mostly closed. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The valve was not able to be removed from the dcs. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.